Event description:
It was reported that the patient experienced periods of muscle spasms or "tightness" in her back. There was a volume discrepancy at refill; the expected reservoir volume was 4 ml while the actual reservoir volume was 17 ml. The patient's last refill had been in 2008. No previous volume discrepancies was reported. The programming was verified to be correct. The patient was receiving lioresal 2000 mcg/ml at a dose of 300 mcg. The pump was refilled with the same drug prescription. The hcp planned to replace the pump due to the implant duration of the pump. Additional information has been requested from the hcp, but was not available as of the date of this report.

Manufacturer narrative:
.